Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-sep-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigating the actual device used in this incident, it was determined that there was a network outage, and users were unable to log in because the network was partially down, causing stations to use cached credentials when the network cable was disconnected. The technical support specialist unplugged the network cable to resolve the issue. The system functioned as intended after the technical support specialist troubleshoot the device.

Event description:
It was reported when using then bd pyxis¿ es server, users were unable to log in during the outage. The customer reported that the malfunction occurred while the user was trying to issue medication to the patient. There were no adverse events or injuries reported based on this incident.